Event description:
The MFR's rep reported the pt's pump had been stopped since march 2007 because of a catheter related issue where fluid was leaking into the surrounding tissue. A catheter revision is planned in the near future. No pt symptoms or outcomes were provided. The MFR's device system registry showed the drug contained in the pt's pump is dilaudid (unk concentration/dose). Additional info has been requested, but was not available at the time of this report.